Event description:
It was reported prior to a breast biopsy procedure that the touch screen had no response. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.